Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome/anisomastia. (B)(4).

Event description:
It was reported that a an (B)(6) year-old caucasian female who underwent breast augmentation with a 350cc mentor memorygel breast implant (left) and a 400cc mentor memorygel breast implant (right) experienced asymmetry post procedure. The right breast was larger than the left. Additionally, the patient stated the implants were larger than desired. As a result, bilateral prosthesis replacement with 350cc mentor memorygel breast implants was performed on (B)(6) 2020. See 1645337-2020-13070 for contralateral prosthesis report.